Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. The cause was that the pump was stored with batteries installed for a long enough time that the batteries became depleted. The error code was cleared and standard preventative maintenance was performed. The device passed all functional testing after repair.

Event description:
It was that the device needs service 35 alarm. There was no patient involvement.

Manufacturer narrative:
B3: exact day unknown but reported that event occurred in november of 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.